Event description:
Received info that a pt with a implantable pulse generator (ipg) experienced muscle stimulation & the atrial lead impedance measured 1500 ohms. The ipg & atrial lead were explanted. Co is not sure if the problem was with either the ipg or lead. Another ipg & lead were implanted. The ipg system was implanted 28 months.